Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the bottom part of the monopolar curved scissors (mcs) instrument was chipped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) instrument was inspected prior to use and no damage was noted. The mcs instrument jaws had a chip. There were no fragments fell into the patient. The surgeon stated it was chipped before he started using it. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure and was working the same. The instrument was not removed until it was removed for the final time and it was straightened. There was no damage to the cannula. There were no post-operative tests were done. The procedure was completed robotically with no reports of patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of the blade damage to be related to the customer reported complaint. The instrument was found to have blade damage. One of the blade edges was indented.

Event description:
Refer to h10/h11 for follow-up information.